Event description:
It was reported that the customer's insulin pump has cracks around the display window. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the lcd window corners, scratched screen, missing end cap sticker, and loose/protruded drive support disk.